Event description:
It has been reported to philips that the system would not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse disassembled the m cabinet and checked the power supply. Upon inspection, fse found the power distribution unit (pdu) failed to power on and suggested the replacement of the pdu. Since the system is out of warranty, the customer refused to replace the part. There was no further action required from philips. No further reports of the issue have been received. The codes were updated based on the investigation outcome.